Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician inserted the was into the patient and began preparing for the transseptal puncture. As the was was brought up into the inferior vena cava a thrombus was noted in the right atrium. The physician aspirated the thrombus out of the patient and then removed all devices from the patient. All the devices were reflushed and no clot was seen in the right atrium. The procedure was continued, and the physician positioned the was in the laa of the patient. The wds was inserted, but before the closure device could be deployed another thrombus was seen in the laa of the patient. The physician attempted to aspirate the thrombus out of the patient but was unsuccessful. The procedure was continued, and the closure device was quickly deployed and successfully implanted in the laa of the patient. All the devices were removed from the patient and no thrombus was seen within the left artium or right atrium. The patient will be kept overnight to be monitored and then discharged in the morning. Post procedure the patient did not experience any complications as a result of this event.